Event description:
It was reported that the high voltage lead impedance had increased. A lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It is reported that pt was revised due to loosening.